Manufacturer narrative:
Results: the returned jetd was fractured at approximately 28.0 cm from the hub. The device was ovalized at approximately 27.0 cm from the hub. Conclusions: evaluation of the returned jetd confirmed a fractured device. If the device is forcefully advanced against resistance, the device may become damaged. Subsequently retracting a damaged catheter against resistance may result in the device becoming fractured. Further evaluation of the returned jetd revealed that the catheter shaft was ovalized. This ovalization was incidental to the reported issue and likely occurred while packaging the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jetd kit (kit). During the procedure, the physician advanced a penumbra system jetd reperfusion catheter (jetd) through a non-penumbra microcatheter. As the jetd neared the left circumflex coronary artery (lcca), the outer layer of the jetd became "crinkled" outside of the rhv, exposing the inner wiring of the jetd. Therefore, the physician attempted to retract the jetd, however, the jetd separated proximally. The procedure was then completed using a penumbra system jet 7 reperfusion catheter, a penumbra system ace 68 reperfusion catheter, a new jetd, and a non-penumbra stent retriever.